Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output could not be duplicated. Ventec downloaded the device's electronic records for analysis and was able to confirm that it had experienced ventilation issues while the authorized third party service provider (asp) was servicing the device. However, those issues could no longer be duplicated once the device was sent to ventec for evaluation. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that their device failed to ventilate. There was no patient involvement.